Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an persistent atrial fibrillation ablation a farawave 2.0 nav cath was selected for use. During procedure, after connection of the farawave nav catheter to mapping system module the badheader error popped up on the opal system. The catheter was disconnected and reconnected without resolution then, everything was shut down (mapping system module, recording system module, sis, workstation and disconnected the catheter) and booted up. It did not resolve the issue. The case was aborted, the physician couldn't get access into left atrium, the patient was under general anesthesia. The device will not be returned as it was retained by the customer. Treatement of persistent atrial fibrillation is considered off lable use of the farawave nav catheter. This event is being reported for aborted/cancelled procedure with a patient under sedation.